Event description:
It was reported that the customer received a threshold suspend on the insulin pump. The customer's blood glucose was 47 mg/dl. Troubleshooting was done. The customer stated that it took the insulin pump 15 minutes after he received the low blood glucose reading for the insulin pump to activate threshold suspend. Explained that the 15 minute window allowed for better accuracy. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.